Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2017 with the following findings: the keypad was found to be intact; no damage was observed. During investigation, the keypad buttons were found to respond appropriately to button presses. The keypad cover was removed and no contamination was found under the button contacts; no button contact defects were observed. The complaint of a keypad button response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed evidence of moisture on the keypad flex connector.